Event description:
A surgeon reported that a patient who had prk (photorefractive keratectomy) has an unsatisfactory result. The surgeon performed a transepithelial ablation of 50 microns, followed by prk.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).